Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided.

Event description:
It was reported that the screw iuniht fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The certain® titanium hexed screw (iuniht) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and used for approximately 5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the iuniht dating back to 12 months from now. The complaint history review revealed that there are no existing non conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.